Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. Error history log review found a force sensor test error. The root cause of the reported issue was found to be caused by the force sensor being out of calibration. Actions were taken to mitigate the reported issue: recalibrated force sensor. Performed power up process and device passed all the functional test.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.